Event description:
It was reported that during a treatment procedure to replace a nephrostomy catheter, the amplatz guide wire fractured. The physician advanced the amplatz guide wire, against resistance, through a previous implanted nephrostomy catheter to remove it. A new nephrostomy catheter was advanced into the pt over the amplatz guide wire and placed without difficulty. The amplatz guide wire was removed, and the distal 20 centimeters of the guide wire was removed, and the distal 20 centimeters of the guide wire had broken off and was in the pt's pelvis. The fractured portion of guide wire was able to be retrieved with a snare. No pt injuries or complications were reported. Pt status is reported as 'ok'.